Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 114 mg/dl. Reportedly, the clinical diabetes specialist increased the basal rate settings. The customer was advised to consume a chocolate bar as the customer was nervous about bg level dropping low. Recommendation was made to consult with health care provider regarding diabetes management.